Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump does not delivers insulin and the ring was broken. The customer's blood glucose level was 156 mg/dl at the time of the incident. The customer already changed several infusion sets, but did not solve the issue. The customer reported that the reservoir does not stick to the insulin pump properly. The device will not be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. Device received with cracked case, cracked case-corner of belt clip rails, broken belt clip rails, pillowing keypad overlay, minor scratches on case and cracked keypad overlay. No damage on retainer ring noted.